Event description:
It was reported that during a laparoscopic cholecystectomy, the first two or three clips formed correctly. The last two or three clips were malformed. The clips appearance was unformed and v-shaped. They continued to use the device to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. One malformed clip was returned in a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining nine clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Based on the photographic evidence provided of the subject er320 clips, a cause for the complication could not be determined. The user may have influenced the formation of scissored clips.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.